Event description:
The customer reported to baxter a v-link standard bore catheter extension set that was occluding at the v-link luer. According to the report, the condition occurs when infusing diprivan/propofol and sometimes lidocaine, not necessarily together. The condition was reported to have occurred during patient use. There was no patient injury or medical invention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Two actual samples were sent in for the reported no flow / restricted flow condition. A visual inspection of the samples did not find any abnormalities. The samples were also submitted for functional testing with the bd syringes that were sent in and the results were satisfactory. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The reported condition was not confirmed. Therefore, the root cause could not be determined. If any additional information becomes available, a follow-up MDR will be submitted.